Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer was trying to suspend the pump to get into the shower. Customer's blood glucose was 235 mg/dl at the time of the incident. Customer heard the alarm while she was in the shower. Customer pressed the act button a few times and the alarm went away. Customer mentioned that if she depresses as normal, it does not work. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was a no button error alarm noted. The pump was received with cracked battery tube threads, a cracked reservoir tube, a broken reservoir tube lip, a minor scratched display window, and a missing end cap sticker.